Event description:
Received information that all insulin delivery stopped. Reportedly, customer's blood glucose level was 364. Customer took an insulin shot to correct blood glucose.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not complete. A supplemental report will be submitted upon completion of evaluation.